Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of 200 ohms. The physician elected to continue to use the rv lead with a new pacemaker and it continues to remain implanted and in service. No adverse patient effects were reported.